Manufacturer narrative:
No medwatch form received from the user facility. Investigation: this tubing set was received for evaluation with the related pump. Both were tested extensively and were found to meet all performance specifications; the reported problem could not be duplicated. The customer has been contracted regarding these findings.

Event description:
The customer reported that during use of this tubing set and arthroscopic pump in a left knee arthroscopy, the pt developed an extravasation to the left thigh and lower leg. The pt's pedal pulses were diminished up until thirty minutes following the procedure. The user reported that early in the procedure, the pump alarmed but did not alarm any time after. The user reported performing the patency check and checking for the presence of the o-ring prior to surgical use of the tubing set. It was reported that the pt was discharged from day surgery following extended observation. To date, the current status of the pt is unk.